Event description:
Information was received that a smiths medical level 1 normoflo fluid warming device, irrigating system intermittently alarms overtemp. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 normoflo irrigation fast flow system was received without the rolling base and h-2 pressure cuffs. The returned device was manufactured in 2016. The unit did not alarm after the technician powered it on. The technician then removed the back panel for further investigation. The technician visually inspected all the components and found no damages. An 8 hour run test was performed with different disposables/filters. The unit did not over temp. The unit's temperature measured at 41.7 degrees, which was within tolerance. The unit passed all functional and electrical tests. The customers reported problem could not be confirmed. No problems were identified with the unit. The technician replaced the pcb as a preventative measure.

Manufacturer narrative:
Additional information was received that the event occurred in march and the issue occurred during testing.